Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause of this was a shorted c1 capacitor which also opened the l1 component. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.